Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs provided. Visual analysis of photos confirms that the tip of the driver is twisted. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. The root cause of the failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. A field communication was sent out, providing instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screwdriver tip twisted during surgery while screwing in a screw. No serious injury has been reported due to this event, and no further information is available.